Event description:
Device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon was using the blunt edge of the device to coaptively coagulate the ip ligament. In doing so, the shear edge of the blade transected the external iliac artery. The pt was opened. Thr device was utilized to coagulate the distal end of the artery. The heart team was called in to place a graft in the iliac artery to rejoin the two ends. No transfusion was required. Pt reportedly doing well at this time.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: info not provided during initial contact. Follow up letter sent to facility requesting add'l info. D5,6; h3,4,6;g4: added add'l info. D6; device returned with no lot ID. Conclusion: no analysis could be performed since no instrument was received. No conclusion could be reached as to what may have caused this event to occur. Comments: co strives to understand each incident as it occurs in order to continuously improve co's product.